Event description:
A malfunction was reported, indicated by malfunction code 9, with fault ID 9-0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred, which they acknowledged and understood.